Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer¿s blood glucose level ranged from 304-305 mg/dl. The infusion set tubing was primed to resolve the issue.